Event description:
Related manufacturer reference number: 1627487-2019-11579.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-11579. It was reported one of the patient's leads displayed high impedance. X-rays did not reveal any issues. Surgical intervention may be pending to address the issue. Note: all of the patient's leads are being reported as it is unknown which lead has high impedance.